Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and hyperglycemia. The customer was also experienced loss of communication between insulin pump and transmitter and reported damage to the battery compartment. Customer reported blood glucose value of 320 mg/dl and also mentioned having migraine. Customer treated hypoglycemia with glucose/carb intake and treated hyperglycemia with IV insulin drip (intravenous insulin infusion) and emergency room visit. The event involved product(s) mmt-1880, mmt-332a, mmt-381a, mmt-7020a, mmt-7911na. Troubleshooting was performed for hypoglycemia and physical damage to the insulin pump. Customer was using the insulin pump system within 48 hours of reported event. It was unknown if the customer was using auto mode at a time of event. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-381a. No product return is required for mmt-7020a. No product return is required for mmt-7911na.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.